Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2017. Three (3) actual samples were received for evaluation and an evaluation is complete. The samples were returned with the aluminum foil peeled. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The sponge was found fully separated from the cap in each sample. The reported condition was verified. The samples did not meet specification for the reported issue. A nonconformance has been opened to address this type of event and as a result, the packaging was changed. Therefore, this event was thought to be due to mishandling during distribution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was completely separated from the three (3) minicaps. There was no patient involvement. No additional information is available.